Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the air detector delaminated and downstream occlusion (dso) seal delaminated. Functional testing was performed and the complaint was confirmed. The dso seal and air detector were replaced. The device passed all functional testing after repair.

Event description:
The customer was reported that both the air sensor and downstream occlusion seal of the pump were unattached and falling off. There was no patient involvement. Evaluation of the returned device was confirmed the reported issue during visual inspection. This leads to interruption of therapy while in use.